Event description:
Per the clinic, the patient experienced recurrent issues with wound dehiscence since implantation resulting in the decision to explant the device. The device was explanted (B)(6) 2015.

Manufacturer narrative:
This report is filed april 21, 2015.

Manufacturer narrative:
(B)(4).